Event description:
It was reported that the device had downstream occlusion seal degradation. The event occurred before infusion, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. The reported problem of dso seal degradation was verified by visual inspection. Additionally, visual inspection found a worn uso seal, scratched lens, a lifted battery door gasket, and a scratched rear label. It was determined that the dso seal was the root cause and was replaced. The service history review indicated that the reason for return is related to a past service.